Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1qg1v, implanted: (B)(6) 2018, product type: lead. Interstim (serial#(B)(4)) was returned for analysis. Device code c63114 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep clarified the "abnormal impedances on 0: they "were >4000 on all". The rep further said it is not known as to what caused the abnormal impedances. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va1qg1v, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4). Refer to manufacturer report #3004209178-2019-01050 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during impedance checks at a lead revision, ¿0¿ was abnormal on all 4 contacts. They tried several different ways to correct, and nothing resolved. It was stated that they had to open a new battery and the impedances were still abnormal on ¿0.¿ they rechecked responses with the electrode and had good motor response, so the healthcare provider decided to implant the battery. It was noted that the patient had good sensory response on all programs post-op. There were no patient complications reported as a result of this event.